Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited fluctuating impedances, which have ranged up to high levels, as well as a spike in thresholds. It was suspected that the lead was loose in the device header. The lead remains in use. No patient complications have been reported as a result of this event.